Event description:
Caller reported multiple intermittent occlusion alarms. Despite the alarm, the customer's blood glucose level did not exceed 500 mg/dl and the continuous glucose monitor did not read "high," indicating there was no adverse impact to the blood glucose level. The customer consistently resolved these occlusion incidents, occurring over the past six months, by changing the infusion set and cartridge before resuming insulin therapy.